Manufacturer narrative:
The manufacturer previously reported the awareness date in g3 was 04/14/2014. The correct date is 04/14/2021.

Event description:
The manufacturer received information alleging a patients blood oxygen saturation decreased while the ventilator was in use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen saturation decreased while the ventilator was in use. Confirmation received from the customer no patient harm occurred. The device was returned to a third party service center for evaluation. Repeated attempts to obtain repair information were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.